Event description:
It was reported by service report that the head end jack cannot be pumped up fully, is spongy and drifting slightly over time. No patient involvement or adverse consequences are reported.